Event description:
Started using product about 1993. Became disabled 2000. Dose or amount: denture cream. Frequency: twice a day. Route: oral. Dates of use: 1993 - 2009. Diagnosis or reason for use: denture cream adhesive. Event abated after use stopped: no.